Event description:
New information noted that patient was stable post procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented lead revision. The left ventricular lead exhibited normal function; however, due to suboptimal placement of the lead the physician capped and replaced the lead on (B)(6) 2019. Patient condition was not reported.